Manufacturer narrative:
Medical device expiration date : unknown. Initial reporter phone#: (B)(6). Initial reporter zip code: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date: unknown.

Event description:
It was reported that 2 bd insulin syringes with the bd ultra fine¿ needles had a deformed stopper and plunger movement difficult. The following information was provided by the initial reporter: the customer reported that it was difficult to push the plunger rod properly owing to a defective or damaged stopper.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 24-mar-2022. H.6. Investigation: customer returned (1) loose 3/10cc, 12.7mm syringe. Customer states that it was difficult to push the plunger rod properly due to a defective/damaged stopper. The returned syringe was examined and no defects were observed on the stopper. The syringe was tested and was able to exercise the plunger rod properly without any observed defects. Unable to perform DHR check for stopper damaged due to unknown lot number. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 2 bd insulin syringes with the bd ultra fine¿ needles had a deformed stopper and plunger movement difficult. The following information was provided by the initial reporter : the customer reported that it was difficult to push the plunger rod properly owing to a defective or damaged stopper.